Event description:
Information was received indicating that a smiths medical medfusion pump alarmed when turned on. No adverse effects were reported.

Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Other text: additional information provided in b5, g1, and h6 this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4) manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both seals were intact. Top case cracked by the front bottom left corner, left plunger cracked inside by the screw boss. No visible contamination. Check syringe plunger sensor found in event history log. The technician performed the power up process and was able the duplicate the reported problem. The root cause of the reported issue was found to be the left plunger case. Flippers get stuck (intermittently) due to cracked screw boss inside plunger head. Replaced left plunger case. Power up and performed self test process., corrected data: corrected information provided in d1.

Event description:
Additional information received via email on 08-nov-2021 and attached to complaint: customer assumes there was no patient involved in the incident.